Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was revised one day post implant due to non-capture. Intrinsic sensing and pacing impedance measurements were within normal limits. The patient was not pacemaker dependent and continued to received left ventricular (lv) pacing therapy. No additional adverse patient effects were reported.